Event description:
A malfunction was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, confirmed the customer's shipping address, provided necessary transport instructions, and requested the return of the faulty pump using a prepaid label within ten days.